Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using pod packing coils (pod pc). During the procedure, the physician placed a non-penumbra embolic agent in the target vessel and attempted to advance a pod5 into the target vessel using a px slim delivery microcatheter (px slim); however, the pod5 was oversized. Therefore, the physician removed the pod5 and successfully placed a pod4. Next, a pod pc was selected for use, and while adjusting the coil in the patient, the physician began to pull back into the microcatheter and it unintentionally detached. An attempt was made to retrieve the detached coil using a snare device without success. After an additional contrast, the physician decided the pod pc was in a proper location and ended the procedure. There was no report of an adverse effect to the patient.